Event description:
It was reported to that "during the implant of a biv ICD, the radiopaque tip of a safe sheath csg/worley- 1-09 separated from the sheath and embolized into the right atrium". Thomas medical products, inc. Has made several attempts to obtain add'l info and to date, none has been provided.

Manufacturer narrative:
The actual device not available for eval at the time of this report. The DHR for the lot was reviewed and indicated that proper materials and processes were used to produce the unit. No excursions were noted. Analysis was performed on retained units from the identical lot that experienced the problem. The soft tip joint was visually inspected and mechanically tested. The retain units met design specifications for tip integrity and pull force.